Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician stated "that was difficult upon insertion of bypass tube into hemostasis valve" in two separate procedures. Associated to MDR 3010252479-2022-00080 manta.

Manufacturer narrative:
The device was not returned for investigation. No product evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. No complications were endured advancing or withdrawing the procedural sheaths. While preparing to deploy, the physician encountered moderate resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device associated to: MDR fu-3010252479-2022-00080 manta.